Event description:
It was reported that undersensing and loss of capture were noted associated with this lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.